Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise issues. The rv lead was explanted and replaced. The patient was discharged.